Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine, the home patient (hp) stated that there was a straight white line in the wall of the tubing of the patient line. The technical service representative (tsr) advised the home patient (hp) to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.